Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's hip was revised. Head and liner removed due to poly wear. Replaced with a constrained liner and a +5 morse taper 28mm head.